Manufacturer narrative:
Device was not returned to manufacturer for evaluation. The device history record showed that the named device was accepted with conformance to the device requirements.

Event description:
During a total hip revision, one of the bone screws used to secure the acetabular cup broke.